Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. During first inflation at 20 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.